Event description:
Torque wrench broke during final tightening of blockers. Broken parts were taken out by surgeons with osteotome.

Event description:
Torque wrench broke during final tightening of blockers. Broken parts were taken out by surgeons with osteotome.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection. The torque wrench tip was confirmed to be fractured. All broken fragments were retrieved. The fractured piece was not returned. CAPA was initiated to investigate the recurrent issue of hex-tip breakage. The main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement. Other contributing factors were also identified during the root-cause analysis that include poor manufacturing (machining lines) leads to a weaker hex-tip: machining lines create stress concentration areas, design geometry causes stress concentration: insufficient fillet at the radius between the hex and the main cylinder leads to increased stress concentration, user-error: the surgeon applies excessive torque and/or cantilever during final tightening. This specific lot, was recalled and hong kong was notified of this recall and confirmed that they received the notification on (B)(6) 2013 and executed appropriately. Conclusion: the root cause is incorrect heat treatment of the torsion shaft material which resulted in embrittlement.